Event description:
It was reported the devices were used during a coronary artery bypass graft. It was reported the surgeon was using the reusable clip applier, lc107, with lt100, and when taking down the ima applied a clip close to the ima, squeezed the applier, and the clip cut through the ima and stayed on the inercostal. Bleeding was controlled with suture to the ima. Surgeon had to take down the other ima. Surgeon also reported 1) the clip scissored on several firings; 2) the clip kept sliding back into the jaw when trying to set in the applier; 3) when taking the saphenous vein, they squeezed not as hard, and when they checked patency of saphenous vein, the clips expanded and fell off.